Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing of the device was performed. The device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device. Longevity calculators have since been refined to better reflect actual device performance and current clinical practices. In addition, it was determined that, although this device experienced normal battery depletion, it declared [eol] earlier than previously estimated. This estimation is calculated based on several factors and results may differ slightly among longevity estimate tools.

Manufacturer narrative:
The product is returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that pacemaker is suspected to have premature battery depletion. Last device follow up on (B)(6), this device had 1 year remaining longevity. However on (B)(6) 2014, the device already reached end of life (eol). This pacemaker will be returned for analysis. This pacemaker is out of service. No additional adverse patient effects were reported.